Event description:
On (B)(6) 2021, the following information was provided to kci by the patient's family member: the patient is back in the hospital allegedly due to a wound infection. On 02-dec-2021, the following information was provided to kci by the vascular surgery center nurse: on (B)(6) 2021, the patient was last seen for a wound check and the wound looked good with no evidence of wound infection or deterioration. The patient is currently hospitalized for concerns of wound infection. No additional information available. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.

Manufacturer narrative:
Date of event: the date of the infection and hospitalization are unknown; therefore, the date the activ.a.c.¿ ion progress¿ remote therapy monitoring system no longer transmitted data to kci, (B)(6) 2021, was utilized. Based on the information provided, it cannot be determined that the alleged wound infection and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. The patient has a history of atherosclerotic arterial disease with gangrene to the left second and fourth toes, resulting in amputation. Concurrently, the patient had arterial bypass surgery of the left lower extremity (lle), with complications that resulted in incisional dehiscence and further debridement. The patient has multiple comorbidities that include coronary artery disease, peripheral arterial disease, lle edema, daily cigarette smoking, and a history of embolus and deep vein thrombosis (dvt), with the most recent dvt following the lle bypass surgery. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Manufacturer narrative:
H3: other (code unspecified, describe in h10): the patient declined to return the device; therefore, a device evaluation could not be performed. Based on the additional information regarding the device, it cannot be determined that the alleged wound infection and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before placement. An evaluation of the device after patient placement could not be performed.

Event description:
On 02-nov-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2021, the device was placed with the patient. The patient declined to return the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on the additional information received regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound infection and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks and met specifications before and after placement with the patient.

Event description:
On 01-mar-2022, a device evaluation was completed by kci quality engineering. On 02-nov-2021, the device was tested per quality control procedure by kci service center, and the device passed and met specifications. On (B)(6) 2021, the device was placed with the patient. On 25-feb-2022, the device was tested per quality control procedure by kci quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.